Event description:
Two pt's ECG telemetry signals were monitored incorrectly for a period of approximately three hours. The problem was discovered when a nurse removed the ECG leads from one pt but the pt monitor continued to display a rhythm. No pt injury resulted. Investigation showed that when an ECG telemetry transmitter was applied to one pt, a hosp staff member failed to follow procedure to verfity the correct frequency and transmitter ID number according to device labeling. This error resulted in the pt's ECG data becoming temporarily confused with that of another nearby pt. The error was detected and corrected by the user facility staff. Frequency of event statement: this is the second instance of a customer complaint of this kind reported to the MFR during the last twelve months. Severity of event statement: manufacture is unaware of any rating or classification scale in which to rank or quantify the severity of a user error of this kind.